Event description:
The patient underwent a cervical infusion at c4-c6. The surgeon put the center locking screw, acufix self drilling wide route screw, through the 38 mm antcer plate. He explanted both the self drilling wide route screw and the 38 mm plate. The surgeon then chose a 40 mm antcer 2-level plate and had difficulty with the center screw on that plate also. Because he didn't want to remove the second plate, he removed the secure ring from the plate so he could remove the screw. The plate was secured with four screws, 2 in the cephalad and 2 in the caudal positions of the antcer plate. There was a 45 minute surgical delay to complete this portion of the surgery which is considered a serious injury.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.